Event description:
Implant would not lock into place after 45 minutes of trying. Surgeon used a centered glenosphere to complete the surgery. (B)(4).

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.